Manufacturer narrative:
The last calibration performed on 24-aug-2020 was ok and there were no alarms. Quality controls were within range on 03-nov-2020 before the customer started seeing issues on their subsequent control runs. The sample centrifugation speed was faster than recommended and centrifugation time was shorter than recommended by the manufacturer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined the system was contaminated. The system was decontaminated. Calibration and controls were run and controls recovered within specified ranges. The customer performed comparison testing and recovery matched.

Event description:
The initial reporter stated they received discrepant results for seven patient samples tested with trigl triglycerides on a cobas 8000 c 502 module. All initial values were reported outside of the laboratory. The reporter stated that they first noticed an issue when triglyceride controls being outside of range high after a change over occurred with the laboratory water system. The water system was replaced and filters were not being flushed of glycerol. The samples were later repeated on a cobas 6000 c (501) module and these repeat values were believed to be correct. Refer to the attachment for all patient data. The first sample initially resulted with a value of 1202 mg/dl accompanied by a data flag and then was automatically repeated by the analyzer with dilution, yielding the 3932 mg/dl value. The 3932 mg/dl value was reported outside of the laboratory. The triglycerides reagent lot number was 46820601, with an expiration date of 31-mar-2021.